Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors and a broken lower case. It was also found that the hanger assembly was broken, the display wires were pinched with the wire insulation exposed, two case screws were contaminated, the output connectors were installed incorrectly, the display wires were routed incorrectly, the output connector nuts were loose, and the plugs were not installed properly. It was noted that there was evidence of a non-[manufacturer] us service person disassembling and reassembling the device. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors and a broken lower case. It was also found that the hanger assembly was broken, the display wires were pinched with the wire insulation exposed, two case screws were contaminated, the output connectors were installed incorrectly, the display wires were routed incorrectly, the output connector nuts were loose, and the plugs were not installed properly. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic sockets of the external pulse generator (epg) for the atrial and ventricular cables were broken. It was also reported that the frame at the bottom of the epg was broken. The epg has been returned for repair. There was no patient involvement.